Event description:
The device was applied during a low anterior resection procedure. A longitudinal tear of the tissue proximal to the anastomosis was reported. The surgeon manually sutured. The hospital has reported no pt injury occurred.